Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was performed on the eye of a (B)(6) male patient prior to the implantation of an intraocular lens, model zcb00. An incision enlargement was performed. The surgeon had to use a different lens. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation - yes, returned to manufacturer on 06/24/2016. Device returned to manufacturer - yes. The lens was returned to the manufacturer fro evaluation. Visual inspection at 10x microscope magnification was performed and no damages in the lens haptics were detected. Loose particles/fibers in the optic body were observed compatibles with handling the lens out of the sterile environment. Residues of ophthalmic viscoelastics (ovd) was observed in the lens body. The condition observed in the lens is consistent with a lens that has been handled and prepared for surgical use. A cut on the lens optic body was observed. Since there is no specific complaint against the lens, the reported device problem code could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There are no discrepancies found during the mrr (manufacturing record review). There was no associated deviation or non-conformity report found in the mrr related to this complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, analyze of the returned, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of report: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.